Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the tissue pad melt: the pad being loose, but not fallen off the clamp arm; and another photo of the groove; or did any part of the tissue pad detach from the clamp arm and fall off; not melted away, but a piece broke off; if yes, did any piece fall into the patient; was the piece retrieved; did this cause a change in the plan of care for the patient: yes the tissue pad melted and also a piece of tissue pad detached from the clamp arm. The piece was retrieved by the surgeon and removed from the patient. The after-care was not compromised from this.

Event description:
It was reported that during an unknown procedure, the protective cover of inactive blade came away from device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n92f96. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.